Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests for her son who has down's syndrome. The tests were done one after the other, using different finger sticks and strips, with results of 115 and 65 mg/dl. She stated that he did not have any symptoms. A control test failed 133 (84-126). On followup, the lifescan rep reviewed qc procedures and control testing with the rptr.